Manufacturer narrative:
The complaint investigation for discrepant architect stat high sensitive troponin-I results included a review of data and information provided within the article, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, deviations, or potential non-conformances with list number 03p25 and the complaint issue. The overall performance of architect stat high sensitive troponin-I was reviewed using field data from customers worldwide. The median population results for all reagent lots are within established limits, indicating that all current lots are performing acceptably in the field. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I reagent for lot unknown was identified.

Event description:
A literature article by davor brinc, hilde vandenberghe, vathany kulasingam, and peter a. Kavsak, ¿discrepant high-sensitivity cardiac troponin I concentrations when measured on the abbott alinity ci versus the abbott architect system¿, clinica chimica acta; international journal of clinical chemistry (oct 10, 2022), documented discrepant results between the architect stat high sensitive troponin-I and alinity I stat high sensitive troponin-I assays for multiple samples. One discrepant sample originated from a retrospective study and one discrepant sample generated from a prospective study. The study looked at 71 retrospective samples with alinity results ranging from 1.8 to 464.4 ng/l and architect results ranging from 1.4 to 395.6 ng/l. One sample generated an alinity I stat high sensitive troponin-I result of 464.4 ng/l and an architect stat high sensitive troponin-I result of 11.8 ng/l. Additionally, a prospective collection of 12 lithium heparin samples were included in the study that were original run on the alinity with results ranging from 3.3 to 553.0 ng/l. The samples were split into 2 aliquots and stored for 1 day and then tested on both instruments and then recentrifuged and tested again. 1 sample out of the 12 was discrepant on both instruments prior to recentrifugation. The initial alinity I stat high sensitive troponin-I result was 3.3 ng/l. The sample was tested on both assays the following day before centrifugation. The alinity I stat high sensitive troponin-I result was 3227.1 ng/l and the repeat result after centrifugation was 2.8 ng/l. The architect stat high sensitive troponin-I result was 462.3 ng/l and the repeat result after centrifugation was 13.7 ng/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 has a similar product distributed in the us, list number 2r98.